Event description:
(B)(6) clinical study. Same case as: 2134265-2011-03900. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the right atrioventricular (r-pav). The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x12mm taxus element stent. Residual stenosis was 0%. Lesion 2 was located in the saphenous vein graft of the 1st obtuse marginal (om). The lesion was 70% stenosed, 3.5mm in diameter and 20mm long. The lesion was treated with direct stent placement of a 3.5x20mm taxus element stent. Residual stenosis was 0%. Per source, slow reflow was noted during the procedure after stenting the venous graft with the 3.5x20mm taxus element stent. The next day, cardiac enzyme elevation was consistent with protocol definition of a myocardial infarction (peak ck= 190 u/l, uln= 170 u/l; peak ckmb= 18.5 ng/ml, uln= 6.7 ng/ml; peak troponin= 0.203 ng/ml, uln= 0.030 ng/ml). No action was taken to treat this event and the patient did not experience ischemic symptoms. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).